Event description:
The customer contact reported the piercing pin of the tubing set fell out of a blood container, subsequently a leak of blood was noted. A primary tubing set was being used to deliver an unspecified medication, via a plum pump. At an unspecified time, the piercing pin of the secondary tubing set was inserted into the administration port of an unspecified volume of packed red blood cells (prbc) container, to be delivered at an unspecified rate. No specific pump programming parameters were provided. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set. The customer contact reported approx 5 minutes after the delivery was started, the piercing pin of the secondary set fell out of the blood container. It was reported that a "minimal" amount of prbcs leaked from the solution container. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible cause for the customer report that the piercing pin of the tubing set fell out of a blood container was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.